Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient experienced a syncopal episode, resulting in a fall and a cut on their arm and shoulder on (B)(6) 2018. The patient reported experiencing three other syncopal episodes over the past week. Upon review, the right ventricular lead exhibited intermittent loss of capture. The lead's impedance and sensing were normal. An x-ray was performed and no anomalies were noted. On (B)(6) 2018, the lead was capped and replaced. The patient was stable following the procedure.